Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome serial number (B)(4) by zimmer biomet (B)(4) on 7 april 2020 revealed that the motor was erratic, the device was out of calibration and multiple parts had visible wear and needed to be replaced. Repair of the device was performed by zimmer biomet (B)(4) on 7 april 2020 which included replacement of the machine head, neck, control bar, control shaft, cams, motor, reciprocating arm, bearings, eccentric shaft, and poppet. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
This device was returned for preventative maintenance only and there was no event. Investigation of the device revealed that the motor was erratic. No adverse events were reported as a result of this malfunction.